Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm with code "malf 12" was reported, but there was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, which resolved the issue. It was confirmed that the malfunction did not recur after the reset, and the customer continued to use the pump for insulin therapy.